Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Please note associated medwatch report 6000048-2006-00523.

Event description:
In 2006, the customer reported to bsc that upon opening the resolution clip device, prior to grasping the bleed site, the clip "jaw folded" during a therapeutic colonoscopy. A device prior to this one was used and had the same results. The procedure was successfully completed with a third resolution clip device. The pt did not sustain any complications or ill effects as a result of this issue.